Manufacturer narrative:
H6: device code 2017: incorrect contrast to saline. Visual and functional inspections were performed on the returned section of the device; however, the reported deflation issue and difficulty to remove were unable to be confirmed as only a separated portion of the device was returned. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot. Based on the review of similar incidents there is no indication of a lot specific product quality issue. It should be noted that instructions for use (IFU), cdc, nc trek rx, global, instructions for use states: 60% contrast medium diluted 1:1 with normal saline. In this case, the reported IFU violation of the incorrect contrast solution did not cause or contribute to the reported deflation issue as the contrast was not thick which would result in deflation issues. The investigation determined the reported deflation issue and difficulty to remove appear to be related to a potential quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, it was noted that the contrast to saline mix was 1:2 and should have been 1:1. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery. The nc trek dilatation catheter was prepared for use and no issues were noted. During the procedure, the balloon was inflated 1 time to 15 atmospheres without issue. The balloon was deflated, but would not deflate all the way. The partially inflated dilatation catheter was difficult to pull into the guide catheter, but was able to be pulled in and all devices were removed as a single unit. Once in the aorta, the balloon was re-inflated and was able to deflate fully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.